Event description:
It was reported that an ilet pump was dropped, resulting in a shattered screen, while the pump continued to function and the user was uninjured. Symptoms included no injury and no adverse clinical effects. Outcomes included no interruption to therapy, continued cgm use with dexcom g7, and initiation of a replacement process with instructions provided for data sync and safe shutdown. Investigation included customer service troubleshooting and education, verification of device operation, and arrangement for device replacement and return. Investigation of this case revealed physical damage to the display component consistent with user handling, with no evidence of alarms or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device performance.